Event description:
It was reported that a tricuspid valve repair, at the end of (B)(6) 2016, led to a patient's right atrial lead sensing p waves very late, possibly caused by valve surgery scarring that created intraatrial conduction delay. The asymptomatic patient had multiple auto mode switch episodes due to far r wave oversensing, and also a sharp drop in sensing. The r-wave was sensed very prominently on the atrial channel. Programming changes were made to address the oversensing and sensing issues. After reprogramming, no further far field signals were noted while the patient was in clinic. The patient would continue to be monitored via merlin.net.